Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing and pacing inhibition on the left ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.